Event description:
The facility reported a broken door found before use. No add'l contact info was provided. The hosp rep stated they have no record of any incident involving the pump since the last baxter service event.

Manufacturer narrative:
The pump was evaluated on site by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.